Event description:
According to a copy of a medical record received from the initial reporter, a pt with a bjork-shiley heart valve presented "with a fever and grew staphylococci out of their cultures". The pt was treated with antibiotics and according to the medical record, remained afebrile and clinically stable.